Manufacturer narrative:
Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the collection of bone from the right femur, for use around a retrograde femoral nail on the left side, several issues occurred with the ria 2 device. Excessive heating of the handle surrounding the motor shaft occurred which caused melting of the materials and the yellow seal. The heads used broke successively. The metal ring located at the end of the 2nd shaft guide tore. A drill chuck (blue color) was used on the motor. The informed surgeon took care to remain at an angle of less than 10° when introducing the device. Irrigation of the device was scrupulously controlled throughout the operation. The following consequence occurred: metallic residues potentially remained in place, there was significant surgical delay, and the amount of bone collected was not as large as initially expected. This report involves one (1) synream reaming rod ø2.5 short l950. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the collection of bone from the right femur, for use around a retrograde femoral nail on the left side, several issues occurred with the ria 2 device. Excessive heating of the handle surrounding the motor shaft occurred which caused melting of the materials and the yellow seal. The heads used broke successively. The metal ring located at the end of the 2nd shaft guide tore. A drill chuck (blue color) was used on the motor. The informed surgeon took care to remain at an angle of less than 10° when introducing the device. Irrigation of the device was scrupulously controlled throughout the operation. The following consequence occurred: metallic residues potentially remained in place, there was significant surgical delay, and the amount of bone collected was not as large as initially expected. This report involves one (1) synream reaming rod ø2.5 short l950. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that there was less than an hour delay. There is no additional procedure planned.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: part # 352.032s. Lot # 8l69557. Manufacturing site: (B)(4). Release to warehouse date: 18 oct2021. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 352.032. Non-sterile lot # 338828. Manufacturing site: (B)(4). Release to warehouse date: 21 sep2021. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.